Event description:
It was reported that an electrogram (egm) review was requested for the cardiac resynchronization therapy defibrillator (crt-d) system due to left ventricular (lv) lead loss of capture (loc) concerns and patient feeling symptomatic. Lv loss of capture (loc) was suspected as the deflections on the lv channel appeared smaller at times. Upon review of the current and past presenting egms, morphology appeared similar and may be indicative of changes in evoked response rather than loc. Lv output was 2.sv at 0.4ms, lv threshold from july 2023 was 1.8v at 0.4ms, and lv impedance trends were consistent. Technical services (ts) reviewed troubleshooting options and recommended further lv lead evaluation to confirm capture. The crt-d and this lv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).